Event description:
It was reported that the right ventricular (rv) lead noted several episodes of interference with the risk of delivering inappropriate therapy. This lead was explanted and physician elected to deactivate the defibrillator. Additional information has been requested by the field but a response has not yet been received. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.